Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. No patient injury or medical intervention was reported. Baxter's review of the device event history determined the reported as a battery depleted alarm; which interrupted delivery. The user interface module master software version is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation is currently in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation (B)(4).